Event description:
A maestro universal drill was sent for evaluation because it was causing the handpiece to continue running during a procedure. The procedure was completed successfully; no adverse event was associated with the device.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.